Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vessel sealer extend (vse) and completed the failure analysis investigations. Failure analysis could not confirm the primary customer complaint. The vse instrument was place and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Seal and cut test were performed and passed. The knife slot measured approximately 0.027¿. There was no blade exposed and no blade damaged. Additional observation not reported by site: the instrument was found to have a broken ceramic dot. The ceramic dot was found to be broken at the distal end of the jaw. The broken ceramic dot was located near the tip pf the jaw. The broken piece was not returned with the instrument. The swipe test was performed with a shim and failed. Common causes of the failure mode broken ceramic dots are typically attributed to mishandling or misuse. An instrument log review confirmed that the vessel sealer extend was last used on (B)(6) 2022 via system (B)(4) with 0 uses remaining. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted gastrectomy surgical procedure, the vessel sealer extend had recognition issue. The instrument worked at first but stopped working halfway. The customer used a backup instrument of the same kind to continue. The procedure was continuing as planned with no reported injury.